Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the drill bit code 1-1100101 lot 289813 before the market release. No anomalies have been found. The original lot, manufactured in 2018, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, another similar complaint was received in regards to this specific device lot. Technical evaluation: a technical evaluation of the drill bit concerned was not performed as the device has not yet been received by orthofix (B)(4). Anyway, the root cause of the problem occurred is the lower cutting performance of some production batches of drill bits that is the reason that brought orthofix (B)(4) to initiate a voluntary recall (re. Us FDA recall action number 9680825-09-27-2018-003-r and fsca201803). The lot of the device involved in this event belongs to the devices recall list. Medical evaluation: the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case the patient was a (B)(6) male who had a comminuted tibial plateau fracture, probably a schatzker vi, very unstable. The plan was to bridge the knee with a galaxy fixator. They were unable to use the supplied drill bit to drill screw holes in the femur, and commented that the drill bit became very hot. The operation was completed, but the patient had pain afterwards, and they are anticipating that there may be heat necrosis of the bone. We cannot comment on this because we have no more information. However, we do know that this batch of drill bits have a design problem and that they do not drill at all well". Final comments: orthofix has received some complaints from the market of a lower cutting performance of drill bits. Orthofix (B)(4) conducted an investigation by performing technical analysis, medical evaluations and a review of the risk analysis. The result of the investigation determined that some production batches of drill bits, manufactured in a limited period of the years 2017/2018, show a lower cutting performance compared to drill bits historically manufactured. Orthofix determined that all drill bits manufactured in that limited period of time be withdrawn from the market (re. Us FDA recall action number 9680825-09-27-2018-003-r and fsca201803). Orthofix (B)(4) would like to inform you that the device involved in this event, belongs to a batch included in the recalled list. Orthofix (B)(4) would like to assure that drill bits manufactured before and after the indicated period have optimal cutting performance. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital, surgeon name: dr. (B)(6), date of initial surgery: (B)(6) 2018, body part to which device was applied: lower extremity - articular fracture of the proximal tibia, surgery description: fracture treatment, patient's information: (B)(6), male, problem observed during: clinical use on patient/intraoperative, type of problem: device functional problem, event description: (B)(6): the surgeon could not drill the bone with a drill in the galaxy fixator kit(pelvis sterile kit). The drilling force of the drill bit was bad compared to usual. (B)(6): our sales rep confirmed the following information from the hospital: surgery day, patient's age and sex, operation time is about an hour. The surgeon took about 20 minutes to drill the first hole in the patient's femur. As the drill got hot, they drilled while pour water. Because a new drill did not drilling, they used another orthofix drill in the hospital. On (B)(6), they performed conversion surgery on the tibia plate from the external fixator. After that, the patient has pain in the femur, not the tibia. There is a possibility that the patient became heat necrosis. We are currently waiting for hospital findings, whether it is heat necrosis or not". The complaint report form also indicates: the device failure had adverse effects on patient (other, see event description). The initial surgery was not completed with the device. A replacement device was immediately available to complete the surgery. The event led to a clinically relevant increase in the duration of the surgical procedure (the time to drill was longer than usual about 20 minutes). An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: unknown; it is under investigation. Orthofix (B)(4) received together with the complaint form also two x-ray images and two pictures of the drill bit involved. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).